Manufacturer narrative:
Pump was received with blank display due to corroded battery cap contact. With a test battery cap, unit passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power, low battery, failed battery test or battery out limit alarms noted. Unit had corroded battery tube, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. The customer also indicated that the pump has a blank display. The customer's blood glucose reading was 100 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.